Event description:
It was reported that the atrial leadless pacemaker (alp) could not be separated from the delivery catheter (dc) during an initial implant procedure on (B)(6) 2026. The alp was not used and a new alp was successfully implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Reported event of a separation failure could not be confirmed. Visual inspection found no anomaly on the outer or inner helix; the helix lengths were within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity